Manufacturer narrative:
Baxter received and evaluated the device; the date of the reported condition was unknown to the customer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad which was reproduced with evaluation identifying that the first column of keys were inoperable. Evaluation determined that the issue was caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad; the keypad membrane did not respond when keys were pressed. There was no known patient injury or medical intervention associated with this event. No additional information is available.